Manufacturer narrative:
Plant investigation: the reported issue was confirmed by the manufacturer using the information provided by the customer. The cause was determined to be a power surge of the local mains power supply. The power surge produced an uncontrolled power peak which damaged the board and produced the observed arcing. A physical examination of the components is not required. A review of the machine files or the device history record (DHR) is not warranted. In this instance, replacing the concerned power supply resolved the reported issue.

Event description:
The biomedical technician (biomed) reported to fresenius technical services that the aquabplus reverse osmosis (ro) system alarmed with error codes f¿02¿50¿01 failure: permeate conductivity exceeded, vbl2 - w¿02¿51¿03 warning: concentrate pressure too low, and f¿04¿51¿04 failure: t1 test, pump p1s defective. The stage 2 motor protection switch (mps), thermal overload switch, and membranes were replaced. The stage 2 pump is turning off and tripping the thermal protection. The ro system cannot complete t1 testing or disinfection. The customer was advised to increase the maximum amp settings on the mps which resolved the reported issue. Thermal decomposition was also indicated upon initial reporting. Upon follow-up the biomed reported that an arc was observed on the stage 2 power supply near the bridge rectifier. The biomed stated that the power supply would be replaced to resolve this issue. The ro system was returned to service following repair and without reoccurrence of the reported issues. No parts were reported to be returned to the manufacturer for physical evaluation. There was no harm to any patients or individuals because of this malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The biomedical technician (biomed) reported to fresenius technical services that the aquabplus reverse osmosis (ro) system alarmed with error codes f¿02¿50¿01 failure: permeate conductivity exceeded, vbl2 - w¿02¿51¿03 warning: concentrate pressure too low, and f¿04¿51¿04 failure: t1 test, pump p1s defective. The stage 2 motor protection switch (mps), thermal overload switch, and membranes were replaced. The stage 2 pump is turning off and tripping the thermal protection. The ro system cannot complete t1 testing or disinfection. The customer was advised to increase the maximum amp settings on the mps which resolved the reported issue. Thermal decomposition was also indicated upon initial reporting. Upon follow-up the biomed reported that an arc was observed on the stage 2 power supply near the bridge rectifier. The biomed stated that the power supply would be replaced to resolve this issue. The ro system was returned to service following repair and without reoccurrence of the reported issues. No parts were reported to be returned to the manufacturer for physical evaluation. There was no harm to any patients or individuals because of this malfunction.